Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Date of event: approximate date.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery of an unspecified nature due to the inability to activate the device at initial follow-up. No further details could be obtained despite good faith efforts.